Manufacturer narrative:
D11: concomitant medical products and therapy dates. Section h3, h6: the navio handpiece thumberscrew, part number pfsr100026, intended for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. While all products meet required manufacturing specifications prior to release the provided product identification information (lot) did not match any known release of this part. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with repeated over torquing resulting in thumbscrew shaft fracture. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. E1 initial reporter name and address

Event description:
It was reported that during set up for a navio assisted tka, the navio handpiece thumberscrew was fracture. The procedure was completed, without delay, using a s+n back-up device. Since incident occurred before procedure, patient was not involved.

Manufacturer narrative:
Internal complaint reference case-(B)(4).